Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A technical support specialist remotely accessed the device, observed another user was logged in, and the customer confirmed the keyboard was working and agreed to close the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.